Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular (rv) lead. Analysis of the device memory indicated the right ventricular lead integrity alert (lia). On (B)(6) 2016 lia triggered for oversensing. No episodes captured in s2d data. Impedance is within range. Rv lead integrity warning occurred on (B)(6) 2016 for sensing integrity counter greater than 30 in 3 days and 2 or more high rate non-sustained episodes.

Event description:
It was reported that the patient presented to the facility due to an audible lead integrity alert (lia). The lead was oversensing with a high sensing integrity count (sic) and a possible fracture. The lead was programmed off and will be replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.